Event description:
Acct. Reports at least four instances where the cassette was leaking while being used on peds pt. States pump kept alarming "air in line" and on investigation discovered leaking cassette. No medical intervention required. Set changed, which is considered a nursing intervention.